Event description:
Discrepant covid antibody test result, result = 1.12 (positive), rerun =0.89 (negative). Result = 1.12 (positive), rerun =0.89 (negative), siemens notified (12th result reported) siemens lot #006. FDA safety report ID# (B)(4).